Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with egms for aborted shocks. The device was inappropriately charging without delivery of a shock due to oversensing lead noise. Programming changes were made.